Event description:
It was reported that during site inspection the wye power cord of the product had been damaged and had exposed wires near the wall plug. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the biomed at the account replaced the power cord. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.